Event description:
Rptr indicated sql errors were noted while attempting to upload flashcard information. An analysis was performed on the flashcard and the cause for the sql error is associated with a corrupt database. After the analysis was completed, the flashcard was not updated so the last known good database could be uploaded. As a result, the vns software attempted to read the corrupt cyberonics bu/cdb database.

Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.